Manufacturer narrative:
A boston scientific technical services consultant discussed the reported clinical observations with the caller. The consultant stated that if the parameters can be adjusted to lower outputs and there is an appropriate safety margin, the warning should resolve. No other adverse events have been reported. Efforts to obtain additional event details were unsuccessful. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this pacemaker was exhibiting greater than five years of remaining longevity. However a warning message was also noted stating elective replacement indicator (eri) to end of life (eol) window may be short.